Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of device will not power on was confirmed. On 14-jan-26, pcu was received unboxed and with paperwork. When connected to a/c power or battery power when system on button is pressed unit fails to turn on. A/c power cord is physically damaged. Unable to determine where a/c power cord was damaged. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace a/c power cord. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had wont power on. There was no patient involvement.

Event description:
It was reported that the device had wont power on. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of device will not power on was confirmed. ¿ on 14-jan-26, pcu was received unboxed and with paperwork. ¿ when connected to a/c power or battery power when system on button is pressed unit fails to turn on. ¿ a/c power cord is physically damaged. ¿ unable to determine where a/c power cord was damaged. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace a/c power cord. ¿ failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.